Event description:
Erratic readings. Analysis run on clark error grid using mean ave. Readings (405) as reference point vs. Bd readings (599, 210) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.